Event description:
It was reported that the primary intravenous (IV) tubing of a clearlink system continu-flo solution set came apart from the second luer lock. This was observed during the infusion of potassium chloride (kcl). The set was replaced, and the infusion was successfully completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a separation of the tubing and the second y-site clearlink was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.